Event description:
It was reported that the touch panel of the programmer was unresponsive. No adverse patient effects were reported. The programmer will be return for repair/analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there were no instances of error codes were observed. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of frozen touchscreen was not confirmed. Touchscreen operated as intended and exhibited no unresponsive behavior. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that the touch panel of the programmer was unresponsive. No adverse patient effects were reported. The programmer was return and analyzed. The programmer was returned and investigated. Field observation of frozen touchscreen was not confirmed. Touchscreen operated as intended and exhibited no unresponsive behavior. Despite analysis findings, this investigation is consistent with the criteria for CAPA/trend issue, that is a field report of an unresponsive touchscreen.